Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose results with the subject meter which were higher than two other meters ("relion and accucheck"), but the results could not be recalled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.